Event description:
Hamilton medical ag received the following event description: it was reported that during the ventilation of a patient, the ventilation stopped due to multiple technical faults and events (446029, 1746004, 431001, 1446029, 1485001, 231009, 244018). No harm to the patient was reported. Tf 446029 - ambient state. Tf 431001- blower fault. Technical event 231009 - blower controller speed low.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the device log files for analysis. Analysis of the log files confirmed the occurrence of technical events (te) 231009 (blower controller speed low) and 244018 (blower voltage out of tolerance), as well as technical faults (tf) 431001 (blower fault) and 446029 (ambient failure detected), along with additional technical faults (tf 1746004, tf 1446029, and tf 1485001). No patient harm was reported. The root cause was traced to a defective blower module. Following replacement of the blower module, the device successfully passed all service software tests and was returned to clinical use. This case is considered closed

Event description:
Hamilton medial ag received the following description : it was reported that during the ventilation of a patient, the ventilation stopped due to multiple technical faults and events (446029, 1746004, 431001, 1446029, 1485001, 231009, 244018). The device was exchanged. No harm to the patient was reported. Tf 446029 - ambient state tf 431001- blower fault technical event 231009 - blower controller speed low.